Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed the foreign material adhered/clogged in distal end (c-cover), nozzle, bending section cover or distal sheath rubber (a-rubber) glue and insertion section from the photo provided by service business center, while the foreign material was not identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the evis exera iii colonovideoscope had foreign material inside the nozzle, connecting tube, probe cover, and adhesive of the distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.